Event description:
Lint and debris in ring basin. Lint not visible to naked eye. They see it under microscopes. Have eliminated sources of lint and they are still seeing it. There were no incident reports at the hosp on this issue. Per customer contact, several pts had a piece of lint visible in the eye. The physician noted no inflammatory process and there was no treatment. Not positive if lint came from within the cardinal health pack.